Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up to the verify screen with the appropriate audible and vibratory functions. All the buttons responded normally. The investigation was unable to duplicate the reported button issue. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored with faded text.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. The reporter stated that the keypad cover was thinning and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.